Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that item 29657-001 circuit patient adult w/o peep valve 22mm spu dehp-free is faulty for use in the hospital.there are leaks in the circuits causing low volumes. No patient involvement was reported.

Manufacturer narrative:
H3: finding/root-cause: unable to verify or duplicate the reported complaint. Uut is functional. Disposition: assy, patient circuit w/o peep adt spu 10pk p/n:29657-001 l/n:0004261360 will be scrapped.

Event description:
Additional information received indicates that the customer was able to return their devices for further investigation. Unfortunately they were unable to verify or duplicate the reported complaint.